Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for failed battery test. The customer's blood glucose level at the time of incident was 472mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer is being sent replacement battery cap. The customer was advised to monitor the device and call back if issues persist.